Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned with no allegations. Initial device analysis revealed that the device failed longevity calculation. Detailed analysis will be conducted to determine the root cause of this issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eri after experiencing one consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.